Manufacturer narrative:
At this time, product data has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Customer reported they were missing alarms and was not notified of lost connection with the librelink application. No issues were identified with the librelink application. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor, in use with the freestyle libre 2 application. The customer reported that the low glucose alarm failed to trigger when customer became hypoglycemic (noted that sensor was reading 'lo' (< 40 mg/dl)). The customer experienced a seizure and loss of consciousness due to this, and required treatment of glucagon injection by family member, and 1 unit glucose via IV by emergency services. The customer was additionally given soda and sandwich to consume after regaining consciousness. There was no report of death or permanent injury associated with this event.